Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4).

Event description:
It was reported that "hair is packed in chevron with product."